Event description:
It was reported by service report that the nurse call was not working. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Room interface board damaged.